Event description:
Per the clinic, the patient experienced a wound infection at the implant site. Antibiotic treatment (type not reported) was attempted; however, the issue could not be resolved. The device was explanted on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed septemeber 2, 2015.